Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump received multiple alarm. Customer's blood glucose level was 135 mg/dl at the time of incident. Customer also reported alarm occurred shortly changing new battery and alarm did not occurred after inserting a new battery second time. Customer declined troubleshooting for external ram crc error. Product will not return for analysis.